Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in progress. Should additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and evaluated. The alarm was reported unknown, but a review of the event history log verified the alarm to be a system error 2240. A visual inspection was performed with no issues noted. Functional tests were performed with no issues noted. The device met all specifications in testing; therefore, the cause of the reported issue could not be determined through evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice machine experienced an unknown system error. This event occurred during an unspecified step of peritoneal dialysis therapy or setup. A patient was reportedly involved. There was no patient injury or medical intervention associated with this event. No additional information is available.